Event description:
While torquing down the fx3614swc into tooth location five (5), the doctor had noticed that the implant was very tight with the bone and wouldn't completely seat in the osteotomy. 4 mm (of the 14mm implant) remained exposed supracrestally. The decision to place a cover screw and take a radiograph was made. While placing the cover screw, an implant fracture was noted vertically from the mouth of the implant extending below the bone. The doctor tried to remove the implant with both a hex driver and forceps, both of which contributed to destroying the implant. The remaining piece of implant was sent ot decontamination where it was lost. After the implant was removed, the doctor tried placing another same diameter implant with a shorter length, but was too loose to fit. The site was grafted with allograft for future implant. There are 2 primary situations that would explain the implant being engaged in the bone very tightly with 4mm still exposed supracrestally. Either the osteotomy was not drilled to the correct depth or the final countersink was not performed. Both situations would be classified as a surgical mistake. Trying to force the implant into an undersized osteotomy would result in exceeding the maximum recommended torque force of 30-45 n.cm and could result in fracture of the implant. The patient was reported as having type 1 bone (very hard and dense) which would also be a contributing factor. The fractured implant was lost by the doctor's office so the actual device was not available for evaluation. A retain sample from the same lot was evaluated in its place.